Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed. Based on the field evaluation, the fse was unable to reproduce reported problem. The system tested and verified as ready for use. System log review was conducted and the following information was obtained: investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Isi received the tenaculum forceps instrument used in this procedure and completed investigations. Failure analysis investigations replicated/ confirmed the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Root cause of this failure is attributed to a component failure. Additional observations that were identified: the instrument was found to have a loose pitch cable at the distal end. The root cause of this failure is attributed to a component failure. After opening the housing, the instrument was found to have derailed grip cables on the clamping pulley at the proximal end. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure. There was an additional observation that was not reported by the site and that was not related to the customer reported complaint: the instrument was found to have a frayed pitch cable at the distal clevis hub. The root cause of frayed - distal instrument pitch cable is attributed to a component failure. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was unable to be removed. At that time the patient was experiencing bleeding due to an unknown problem during the procedure. The procedure was converted to a laparoscopic procedure to address the bleeding. Even though failure analysis identified tenaculum forceps issues attributed to "component failure," there is no evidence that these failures caused or contributed to the bleeding event. Additionally, there is no report that patient experienced "a serious deterioration in heath related to the delay" due to non-functional instrument. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date for is not applicable. Not applicable because the product is not implantable.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the tenaculum forceps grip failed to close or open, and the instrument stopped working. This instrument was installed on arm two and had not been removed for about 30 minutes. The patient was experiencing bleeding. The procedure was converted to a laparoscopic procedure. Upon troubleshooting, the customer removed the cannula, the sterile adaptor, and the instrument and performed a power cycle of the system. After the instrument was removed with the sterile adapter, the surgeon continued the procedure using the same da vinci system. There was no report of fragment(s) falling inside the patient. On 16-jun-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the cause of the bleeding was unknown, and there was a delay in controlling the bleeding since the site could not remove the tenaculum forceps instrument. The tenaculum forceps instrument was removed with the sterile adapter. It was reported that the surgeon converted to laparoscopic surgery to control the bleeding, and then the procedure was completed robotically. It is unknown whether the root cause of the bleeding was related to the da vinci instrument. It was reported that the blood loss occurred due to the use of the isi product; however it was also reported that the bleeding was caused by an unknown problem. The following are unknown: from what tissue was the bleeding observed, the cause of bleeding, and estimated blood loss. Isi was unable to gather additional information regarding the reported event.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that tenaculum forceps were unable to be removed. At that time the patient was experiencing bleeding due to an unknown problem during the procedure. The procedure was converted to a laparoscopic procedure to address the bleeding; which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a, annex g, annex b, and annex c. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e0506 - hemorrhage/bleeding. Annex f updated to include f1901 - additional surgery. Annex a updated to include a051104 - difficult to open or close. Annex g updated to include g07002 - appropriate term/code not available. Annex b updated to include b01 - testing of actual/suspected device. Annex c updated to include c07 - mechanical problem identified.

Event description:
Refer to h10/h11 for follow-up information.